Event description:
It was reported that a patient underwent a laparoscopic umbilical hernia on an unknown date and mesh was implanted. The patient developed a recurrent hernia and underwent a reoperation on (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.